Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.

Event description:
In (B)(6) 2014, the insulin pump triggered e4, indicating occlusion of the infusion set. Customer's blood glucose level rose to 480 mg/dl and she went to her diabetes specialist. She received insulin via pen and was under supervision by diabetes specialist for 2-3 hours and then went home. The infusion set is not available for return.